Manufacturer narrative:
Evaluation codes: additional information. Device evaluated by MFR?: corrected data. One (1) viper2 rod holder advanced [product code: 2867-35-200, lot no: 1008mi] was returned to the chu for evaluation. Visual examination revealed that the distal tip of the rod holder had become cracked. Observable damage suggests that the distal tip of the rod holder was subjected to unanticipated amounts of torque during the tightening process leading to the distal tip cracking. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the viper2 rod holder advanced distal tip becoming cracked cannot be positively determined. However, observable damage suggests that the distal tip of the rod holder was subjected to unanticipated amounts of torque during the tightening process leading to the distal tip cracking. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The torque driver stripped on the right l4 screw when final tightening causing the tower to pop off. The rod holder then cracked as the l4 screw was final tightened free hand.